Manufacturer narrative:
Insulin pump received with stuck in full segment display, due to faulty connectors on interface board. Unable to verify off no power with low battery indicator anomaly, due to faulty sensor. No traces of moisture were found at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case on display window corners, battery tube threads and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that they have off no power and moisture damage on insulin pump. The customer's blood glucose level was 173 mg/dl. The customer stated that the insulin pump was exposed to pool water. The customer reported that the insulin pump will not turn on, cannot check alarm history, and cannot run self test. The customer stated the insulin pump was shutting off on its own. The customer was advised that the insulin pump will be replaced. No further information was reported.